Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator. Was used during a esophagogastroduodenoscopy (egd). According to the complainant, during the procedure, while positioned in the patient's esophagus, the first four bands deployed as expected however, the remaining three bands misfired. The bands fell into the patient. There were no attempts to retrieve the bands and it was reported that there were no concerns leaving the bands to pass naturally. The procedure was concluded as the physician felt no need to continue with a second device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).